Manufacturer narrative:
Continuation of d10: patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(4), revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported for the past couple months they've been experiencing issues charging their ins. Pt stated sometimes while charging their ins the controller battery will only deplete to about 30% and other times, the controller battery depletes before the ins is fully charged. Pt also mentioned that usually they place the center of the recharger over their ins to charge, and lately they've been having to move it away for the ins to charge. Pt confirmed the recharger has been becoming warmer than usual while charging. The issue was not resolved. Additional information was received. Patient reported the controller went haywire. Pt was getting codes. Pt did not know what the codes were. The codes happen when pt was charging the implant. Pt then reset the controller and it worked fine. Pt also got good connection and then it went to bad connection. The issue had been going on for months. On the call had pt use the equipment. It went to normal charging screen right away with excellent recharge quality. No message came up. Pt then reported controller port felt loose when pt plugged in either recharger or power supply cord. Pt saw no other damage.